Event description:
The device was being placed in the right coronary artery on 6/10/97. During the procedure, the balloon ruptured. The pt was then sent to surgery for CABG. According to the physician, they were using in excess of the rated balloon burst pressure of 11 atm's.